Manufacturer narrative:
The investigation of the returned coil system found the implant stretched at proximal and to be attached to the pusher with no signs of activation on the heater coil. The investigation found the proximal gold connector broken at e3. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that an embolization implant coil did not detach. During removal of the device, the delivery pusher broke inside of the microcatheter. The device was removed from the patient. There was no reported patient injury or intervention.